Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a follow up in clinic, low pacing impedance and inadequate capture were noted on the left ventricular (lv). The physician suspected lv lead dislodgment to be the cause of the event. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.